Event description:
It was reported that this pacemaker was found to be depleting faster than expected. Technical services (ts) recommended device replacement because of this anomaly. Currently evidence suggests that this product remains in-service. No adverse patient effects were reported.